Event description:
The manufacturer received information alleging a trilogy ev300, USA device was returned for evaluation due to a red screen and the customer unable to boot the unit into regular mode. During the evaluation of the trilogy ev300, USA device the device failed the active exhalation verification: s(-) p(-): pilot: difference test step and both the proportional valve (aecm) and 3 way solenoid valve were replaced to address the test failure. The display printed circuit board assembly (pcba) and pmpcba were also replaced to address the ventilator inoperative condition of the red screen. Additionally, the system board and display board were replaced due to the system board coming preinstalled with software that conflicted with the display board. After the evaluation and rework were complete, the system boots up and passed final testing.

Manufacturer narrative:
The reported failure of red screen is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The reported failure of failed active exhalation verification: s(-) p(-): pilot: difference is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.